Event description:
After an implantation period of about 76 months oversensing with inappropriate shocks were reported. A broken lead was suspected. The lead was explanted, but it was completely damaged due to the extraction procedure. The lead was not returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. No data for evaluation was available. The information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.